Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was felt during device removal. An attempt to remove the device with the dilator assist ports to unlock the thumb advancer was unsuccessful. The device was removed with a "jerk," which released the device from the tissue tract. The clip deployed in the vessel and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Customer had a hypoglycemic episode that required intervention. The customer's son discovered him delirious and speaking gibberish. The son checked the customer's blood sugar and obtained a result of 155 mg/dl on the advantage meter. The son called the emts, who obtained a result of 12 mg/dl on their meter (timeframe between 155 mg/dl and 12 mg/dl readings unknown). The customer had to be restrained and administered intravenous glucose by the emts. The emts did not transport the customer to the hospital; instead, they recommended that the customer eat food and drink. Customer has been fine since. Requested return of suspect device and replacement was sent.